Event description:
It was reported that the left ventricular (lv) lead exhibited high threshold. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: lda210q58 st jude competitor lead, implanted (B)(6) 2015. (B)(4).